Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited fluctuating pacing impedance measurements, including high out of range pacing impedance measurements. A device checked was planned. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information was received indicating the patient was seen for further evaluation. Pacing impedance measurements were within range in all pacing configurations expect the initially programmed configuration. Loss of capture was observed in all pacing configurations. It was reported the patient had fallen close to the time the impedance measurements increased. The lv lead was programmed off. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.